Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade gouged and cracked. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a gastric bypass or gastric banding procedure, generator showed instrument error. Changed instrument to complete the procedure. No pt consequence.